Manufacturer narrative:
An investigation was conducted that included a 24-month trend analysis, product risk documentation, review of the DHR for lot 22252da and supporting documentation. The investigation showed no issues present that would have contributed to this malfunction of tampon performance. The investigation revealed no issues requiring corrective action with the product manufactured.

Event description:
Tampon stuck inside after pulling on the string to remove it; string pulled out [device breakage] I have tried to remove it myself multiple times and cannot; went to the e.r. To remove the tampon; she has to go to the ER later today to remove [foreign body in reproductive tract]. Case narrative: on (B)(6) 2024, a spontaneous report was received from a consumer regarding a female patient (age at the time of the event was unknown, age at the time of the report was 51 years old) who was using o.b. Original tampons (tampon, menstrual, unscented). On (B)(6) 2024, additional information was received from a consumer. Medical history included the patient didn't get her period frequently any longer. Concomitant products were not reported. On an unspecified date (reported as long-time user for decades, relative to (B)(6) 2024), the consumer started use of o.b. Original tampons. On an unspecified date in (B)(6) 2024, after inserting a tampon, the patient tried to remove the tampon the morning prior to a 24-hour flight to south africa for work. The tampon was stuck inside after pulling on the string to remove it and the string pulled out. She could not remove it herself. Subsequently, 2 days later, she went to the ER (emergency room) in johannesburg to have the tampon removed. On (B)(6) 2024, after 9 months, the patient got her period again. She used another tampon from the same box of tampons from last year. On 15-apr-2024, she could not remove the tampon after trying multiple times. The patient had to wait 2 days for an appointment to see a specialist, so she went to the ER on 15-apr-2024 and had it removed. On an unreported date in (B)(6) 2024, the patient went to her ob-gyn (obstetrician-gynecologist) and noted she would have to pay that bill. The patient discontinued the product as she felt the quality had "gone downhill" and left women in challenging if not downright dangerous situations. She also requested reimbursement for the cost of the product. She felt the product caused high levels of stress, expense, and potential danger. No additional information was provided.